Event description:
Information received with return of the explanted device notes that the patient felt very lethargic, no energy, and short of breath upon excercising. Monitoring strips showed vvi pacing at a rate of 40 to 45 bpm, not 70 as pprogrammed. Intermittent atrial sensing was also reported.